Event description:
It was reported that sterile water leaked from foley catheter during testing. The location was unknown.

Manufacturer narrative:
The reported event was unconfirmed. Four photos were received and evaluated of the silicone foley catheter and syringe. Unable to confirm the reported event based on the photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4584. Visual inspection noted no obvious observations. Catheter was filled with 10ml of methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) using the returned syringe. The balloon concentricity was within specification. Only 5ml of fluid was able to passively drain from the balloon within 5 minutes. Catheter was filled with 10ml of methylene blue solution (3 drops 1 percent methylene blue per 100ml distilled water) using the in-house leur lock syringe. Balloon was inflated and rested without issue. The balloon was able to passively deflate in 2 minutes and 51 seconds. No leaks present during visual inspection; therefore, reported issue was unconfirmed. Risk, labelling and DHR review not required as the reported issue was unconfirmed. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked from foley catheter during testing. The location was unknown.